Event description:
After placing pt on ventilator, auto cycling noted. Pt taken off ventilator and machine sequestered for biomed. Pt manually resuscitated and placed on another ventilator. Pt was not compromised. Respiratory therapy at bedside the entire time.